Event description:
It was reported that the medic injured their hand while loading a power-load and cot. It was reported that the medic allegedly received a finger pinch with half the finger nail torn off.

Manufacturer narrative:
The labeling review identified that a possible cause for this issue could be use error in that the emt placed his hand in a designated pinch point during loading. This could not be determined, however. The user facility was unable to provide a serial number for the device. Device not available.

Event description:
It was reported that the medic injured their hand while loading a power-load and cot. It was reported that the medic allegedly received a finger pinch with half the finger nail torn off.